Event description:
A model 1305 vac-pak aspirator failed during the aspiration of a pt. The cause of this failure was that the operation allowed the aspirate to overflow the collection jar and clouch the vacuum pump. This was determined to be user error. The aspirator was serviced, tested and returned to the customer.